Event description:
In 2013 I began having extreme fatigue, joint pain, insomnia, constant feeling of fight or flight, anxiety, noise sensitivity (a doorbell would send me into an adrenaline rush), light sensitivity, tingling in extremities. I wouldn't be able to drive in a car because I thought every car passing was going to hit us. I have no family history of mental illness, but was losing my mind. I went to doctor after doctor and my labs would come back normal. The only thing that was found was a goiter on my thyroid. I had a (B)(6) and a (B)(6) at the time and I could not function as a mother so we hired a full time nanny. I had given up on doctors, but my family insisted I go to (B)(6). Since the only thing that had been found was a goiter that was what got me in. I met with the endocrinologist and told him my symptoms and he had me meet with the psychiatrist. The psychiatrist gave me sleeping techniques. After months of going to mainstream doctors I gave up and went to integrative and holistic doctors. I tested positive for heavy metals, liver, kidney, thyroid, and adrenal. I did find some relief through slow detox from heavy metals, and other supplements. In the past year, though, things started getting worse again. I was not able to focus to read my children's homework. I had vision disturbances, extreme insomnia, debilitating fatigue, and once again I was not functioning enough to have close to a normal life. Through a friend and then my own research I found out that breast implants can cause all of the symptoms I was having. My breast implants were 24 years old and I had been sick for 4. I went to a doctor in (B)(6) that does en-bloc that removes that implant and capsule. I had to go to an internal medicine doctor to have pre-op tests performed. I admitted to the internal medicine doctor my 4 years of ill health and he said he wanted to do some testing. I told him that I first wanted to get the implants out, that some things clear up after explant. I had my implants removed on (B)(6) 2017. I have found a great deal of relief already. I could have never written to even make a complaint 3 weeks ago. I was not the first person who had gone to this m.d. With similar complaints and needing pre-op tests done for explant. Silicone and saline breast implants are making some women very sick. The chase to get their life back is costing insurance companies a lot of money. The implants are also causing these women suffering and leading them to be unproductive u.s. Citizens. Children are being left un-parented. Many women are going public, as I will be, to warn women. I have already through social media told my story. What are you going to do about this problem?